Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues and mechanical jam. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (fmr) with grade 4, dilated left atrium, and dilated left ventricle. A mitraclip ntw was advanced to the valve. The clip was moved laterally and placed. During the second grasp one of the grippers was unable to lower. The device was moved around, and troubleshooting was performed, but was not successful. The device was removed, and the procedure was completed with another mitraclip ntw, reducing the mr to less than 1. The mitraclip device with the gripper issue was brought back to the table to examine, and the gripper line was noticed to be wrapped around the gripper. When the mitraclip was laid down, it relaxed and unwound. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the reported mechanical jam of grippier wrapped around the gripper. However, a cause for the reported gripper line wrapped on gripper cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.